Manufacturer narrative:
The insulin pump had unresponsive buttons due to corroded on keypad trace. Analysis was unable to verify the excessive no delivery alarm due to keypad damage. The insulin pump was received with cracked at corner display window, scratched on display window and cracked at reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria. (B)(4). The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the pump had keypad anomaly and no delivery alarm. The blood glucose at the time of the incident was 4.3 mmol/l. The customer performed troubleshooting and able to resolve the no delivery, with a complete set change. However, the customer states the up button is slow to respond. The device will be returned for analysis.